Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958 lead, implanted: (B)(6)2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had p-wave undersensing. The ra lead remains in use and the patient will be evaluated by their implanting physician. No patient complications have been reported as a result of this event.